Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported she was experiencing blood glucose of 500 mg/dl, treated with manual injection. Customer reported he wasn't feeling good as a symptom. Time and date were incorrect. Bolus does match but does not deliver. Customer does rotated infusion set sites. The tubing was not kinked or bent. Customer stated she has tried all remedies for no delivery alarm. Customer was advised to revert to back up plan. No further information reported.